Manufacturer narrative:
Right ventricle outflow tract (rvot) obstruction is usually due to inappropriate implantation of the valve or anatomical factor therefore is not a device related deficiency but combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased rvot increased systolic pressures and right ventricular hypertrophy. Obstruction of the rvot can also be the result of abnormalities at the mid-right ventricle (rv), the infundibulum, the pulmonary valve, the supravalvular region, or at the branch or peripheral pulmonary arteries. These lesions are usually congenital but can be iatrogenic because of previous cardiac surgery if additional intervention is required to correct the hemodynamic compromise (e.g., surgical intervention to remove the valve, septal ablation), the event is consider as serious injury. In this case, the patient required intervention. The subject device is not available for evaluation as per the customer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm was explanted from the pulmonary position after an implant duration of one (1) year and eight (8) months due to progressive obstruction of the rvot. A reconstruction of the main pulmonary artery and branches with extensive patch work and homograft implantation was performed concomitantly during initial surgery. As reported, the issue was due to the angulation of the valve within the reconstructed rvot which, in combination with the proximity of the anterior chest wall, was flattening the patch over the valve due to the angulation. The reintervention was performed to further enlarge the outflow tract and implant a new valve at a better angle and in a slightly more distal position to hold the outflow tract open. As reported, the valve was in good condition but the surgeon felt the valve needed to be replaced to ensure a secure implantation. Another valve of the same model and size was implanted in replacement. The patient made a complete recovery after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The most likely cause is procedural factors, including improper seating.